Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35 mg/dl. The customer stated that he has been in the 50's mg/dl and 60's mg/dl. The customer declined to troubleshoot. The product was not returned for analysis.